Manufacturer narrative:
Block h6: problem code 1069 captures the reportable event of handle cannula break. Block h10: visual analysis of the returned device found the working length was severely kinked, and the sheath was buckled and torn. Additionally, the handle cannula was found detached from the handle and moved out into the coil. Therefore, the customer complaint was confirmed. No issues were found in the basket wires and the tip was still attached to the basket wires assembly. The screws were properly located. The unit was disassembled and the dimples were visible on the handle cannula and were properly located. Drag marks were present from the proximal and distal screw toward the proximal end as the cannula has been forcibly pulled out from the set screws. During evaluation, the handle label was removed exposing the set screws which were found to be present in the handle assembly. The distal and proximal scew depth were measured and found to be within specification. The basket tip joint strength was measured by ball method and the result for this unit is 23.0564 lbf/in which is within specification. Based on all available information, the force applied to the handle did not reached the tip of the basket most likely due to the friction of the internal components caused by the failures found in the sheath and working length. The failures of kink and sheath torn happened due to incorrect device interaction with other devices or tortuous anatomy on bile duct; causes beyond the device performance. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and from the information available, this device was being used in a manner inconsistent with the instructions for use (IFU) as the device was used in the pancreatic duct. Per IFU on indications for use section is mentioned "the trapezoid rx wireguided retrieval basket is indicated for endoscopic crushing and removal of biliary calculi."

Event description:
Note: this event pertains to one of two trapezoid rx baskets used in the same procedure. It was reported that two trapezoid rx basket was used in the pancreatic duct during an endoscopic retrograde cholangiopancreatography (ercp) with pancreatic duct stone removal procedure performed on (B)(6) 2020. According to the complainant, during the procedure, an alliance ii handle was used in conjunction with the trapezoid basket in an attempt to crush a 5 mm stone. However, the handle cannula broke. With the stone still inside the basket, the physician pulled the cannula and managed to pull the basket out. A second trapezoid basket was used; however, the handle cannula also broke during stone crushing. The second basket was also pulled out by pulling the cannula. The procedure was completed with the third trapezoid basket. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this event pertains to one of two trapezoid rx baskets used in the same procedure. It was reported that two trapezoid rx basket was used in the pancreatic duct during an endoscopic retrograde cholangiopancreatography (ercp) with pancreatic duct stone removal procedure performed on (B)(6) 2020. According to the complainant, during the procedure, an alliance ii handle was used in conjunction with the trapezoid basket in an attempt to crush a 5 mm stone. However, the handle cannula broke. With the stone still inside the basket, the physician pulled the cannula and managed to pull the basket out. A second trapezoid basket was used; however, the handle cannula also broke during stone crushing. The second basket was also pulled out by pulling the cannula. The procedure was completed with the third trapezoid basket. There were no patient complications reported as a result of this event.